Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product not returned, photos not provided and x-rays not provided. Device evaluation unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review DHR was unable to be reviewed as ln was not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a closure top migrated out of a pedicle screw post-operatively. No treatment plans have been communicated because the patient is asymptomatic. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00417.

Event description:
It was reported that a closure top migrated out of a pedicle screw post-operatively. No treatment plans have been communicated because the patient is asymptomatic. This is report two of two for this event.